Manufacturer narrative:
.

Event description:
It was reported that a physician was performing system diagnostics on a patient's vns system, and high impedance was identified. System diagnostics were ran again, and high impedance was present. The physician then programmed the device off. The physician ordered ap and lateral x-rays for review. The cause of the high impedance could not be determined through the x-rays. The physician and patient had not decided if revision surgery would take place, because it was unknown if the vns helped with the patient's depression. This was attributed to the patient's natural disease state.